Event description:
Reported through clinical study f/u: approx 18 months post implant the valve was replaced due to moderately severe perivalvular leak which was revealed on echo. A broken suture line was noted on reoperation. It was unable to be resutured without causing damage therefore, the valve was replaced with another freestyle valve. The valve was not returned for analysis.